Event description:
User facility medwatch report mw5156773 received that states "during a transfemoral tavr procedure, after successful deployment of a 29mm s3ur valve and edwards device removal, an attempt at closing the groin with the perclose device was unsuccessful and hemostasis could not be achieved. A surgical cutdown was them performed and hemostasis was achieved. The patient remained stable throughout the procedure. There were no allegations of fault or failure of an edwards device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record, similar complaint review and corrective and preventive actions (CAPA) database were not performed as the specific failure mode, part and lot numbers for this complaint were not provided. The patient effects of hemorrhage and dissection are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the surgical intervention appears to be related to circumstances of the procedure. The patient effects of hemorrhage and dissection are known adverse events. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is not known as the part and lot number were not provided. Attachment medwatch report #mw5156773.